Manufacturer narrative:
Device manufacture date is currently unavailable the product information was not provided by the reporter. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event it was reported that the quick coupling for k wires device was "eating the drill bits" and the coupling and drill bits device were "getting hot". The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no patient or user injuries reported. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.